Event description:
Boston scientific corporation obtained information from a presentation at the new york society for gastrointestinal endoscopy conference on (B)(6) 2013 that an issue occurred with wallflex uncovered biliary stent implanted approximately 5 years prior. According to the complainant, the stent was placed due to pancreatitis. Approximately nine months following stent implantation, the stent was removed. The physician noted that the stent was embedded into the tissue and was difficult to remove. According to the physician, the end of the stent had to be unraveled in order for it to be removed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.